Manufacturer narrative:
This report is submitted on may 16, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [115416 - device analysis report reg.pdf]

Event description:
It was reported that the device was explanted on (B)(6) 2017, due to an infection.